Event description:
It was reported that the rail of the maxi sky 2 ceiling lift rail installation detached during performing a load test by an arjo service technician at the customer's site. There was no indication of patient involvement, nor injury sustained.

Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Manufacturer narrative:
Arjo representative who conducted the inspection of the device observed that one of the screws holding the installation structure was broken. Process of gathering and analyzing information is still ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
It was reported that the kwiktrak installation rail (used together with maxi sky 2 ceiling lift) detached from the ceiling at two of three anchor points during performing a load test by an arjo service technician at the customer's site. There was no indication of patient involvement, nor injury sustained. After the event, the installation was inspected by another arjo representative who observed that one of the screws holding the installation structure was broken. The installation of the lifting system was performed in 2019 by an arjo subcontractor, who no longer performs installations on behalf of arjo. The ceiling structure to which the installation was mounted is based on the wooden frame which is made of joists supporting a flat roof. After visually inspecting the installation, the service technician hypothesized that the screw's failure may have been caused by placing it in the wooden ceiling structure without pre-drilling holes in the ceiling, which is a necessary step when the installation is done with a screwdriver whose threading is not specific to wood. The lack of pre-drilling causes the screw to heat up and become fragile, which could weaken the screw over time. The load test of the installation was carried out by arjo regularly at annual intervals - as recommended in the maxi sky 2 instructions for use (document number:(B)(4) in "care and maintenance" section - "inspections for rails - every year or 2500 cycles: load test with the swl (safe working load)." In that case, based on the technician's hypothesis, it was possible that the screw had weakened since the last load test, resulting in its fracture and disconnection of the rail structure. To sum up, the arjo ceiling lifting system played a role in the incident which occurred during performing the load test. The track detached from the ceiling, therefore the system failed to meet its performance specification. The complaint was deemed reportable due to allegation of the ceiling lift installation detachment. No injury was sustained.